Manufacturer narrative:
Beckman coulter customer technical support (cts) evaluated the au680 chemistry analyzer, and observed that the mix bars were not rotating correctly. The fse determined the failure mode to be the mix bar. The fse replaced the mix bar to resolve the issue. No further issues were reported. Information not provided by customer. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low sodium (na) patient results on their au680 clinical chemistry analyzer. The customer repeated the samples on their other au analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer indicated that the quality control (qc) was within laboratory established ranges prior to the event. The customer did not provide patient data or demographics.